Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported he received an error 4 message when inserting strips into the his freestyle flash blood glucose monitor. The customer also explained that this problem started 6 months ago and is repeating again. The meter has been returned and, through the course of investigation, has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.